Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator delivered two bursts of inappropriate anti-tachycardia pacing and a shock due to an episode of atrial fibrillation (af). Therapy was not exhausted. The patient was hospitalized due to this issue, an ambulance brought the patient and the af got under control after a day. Medications were changed and the patient will be continued to be monitored. This device remains in service and no additional adverse patient effects were reported.